Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the screen of the programmer would not stay in place and it was noted that the lower hinges were worn out. Upon inspection a burnt smell was noted from the programmer and on testing it shut down and would not power back up. The power supply was noted to be out-of-specification -dead. The programmer shall be scrapped due to unavailability of parts. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen would not stay in place. The programmer was returned for service and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.